Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal and proximal ends in a flared state. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and the wings were unfolded and evident that they were subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jul-2019. It was reported that advancing difficulties and balloon dog-bone occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, resistance was felt during advancing. The device was removed and the balloon was found inflated at both ends. This happened without the indeflator connected. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.